Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient requested explant of this system as he cannot sleep with the device in and it is affecting his quality of life. System explant was performed. No additional adverse patient effects were reported.